Event description:
It was reported that left ventricular (lv) lead had dislodged and was free floating in the coronary sinus ostium, with no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-65 lead implanted: (B)(6) 2008; 4469 boston scientific lead implanted: (B)(6) 2003. (B)(4).